Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, two low, out of range pacing impedance measurements were observed. During interrogation, noise in the right ventricle (rv) was binned as ventricular fibrillation; however, the noise was not reproduced during provocative testing and no inappropriate therapy was delivered. The device was reprogrammed and the patient will be monitored. The patient was stable.